Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant of a dual chamber device, the patient was sent to the processing unit for an x-ray. It was noted upon review the atrial lead had dislodged into the ventricle. The patient was brought back in for surgery and the lead was explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.